Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported after meeting with the patient for reprogramming of the patient's scs system, it was found the patient was unable to increase the scs system's stimulation strength. Diagnostics revealed the patient's scs lead was exhibiting high impedance. Surgical intervention was planned to address the issue.

Event description:
Follow up information received identified the patient's scs lead was replaced. Effective stimulation therapy was reportedly restored postoperatively.